Event description:
During follow-up, no pacing and increase capture threshold was noted on the left ventricular (lv) lead. The lv lead was explanted and new lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.